Event description:
Medtronic received information that during the implant of an edwards sapien transcatheter valve, the annulus ruptured and the patient expired on the table. The physician stated that the annular rupture and subsequent death were caused by the edwards valve. It is unknown whether an autopsy was performed. It was reported that a pre-implant balloon aortic valvuloplasty (bav) had been performed due to the patient's heavily calcified, bicuspid native annulus. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).